Event description:
A malfunction was reported, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.